Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video was provided for review. A review of the instrument log for the fenestrated bipolar forceps instrument (part# 471205-17/ lot# n10210405 0348) associated with this event has been performed. Per logs, the fenestrated bipolar forceps instrument was last used on (B)(6) 2022 on system sl0082 for a benign hysterectomy procedure. The instrument had 3 remaining usable lives with no subsequent use recorded. This complaint is being reported based on the following conclusion: it was alleged that the fenestrated bipolar forceps instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was found to have thermal damage by the wires that cannot be cleaned. The procedure was completed with no report of injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and on (B)(6) 2022 obtained the following additional information: the reporter confirmed the fenestrated bipolar forceps instrument was inspected prior to use. The fenestrated bipolar forceps instrument did not collide with another instrument during the procedure. The reporter clarified that after the completion of this procedure the instrument was not inspected by the operating room team, but rather inspected by central processing. The reported thermal damage was confirmed identified after reprocessing, the instrument was not inspected prior to reprocessing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found to have charring and localized melting. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test. The root cause is attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.